Event description:
The rep reports that the patient had previous femoral fracture trauma and when using the thin shaft reamer 4.5mm drill bit down the femoral canal, the additional heterotopic bone was too tough for the drill bit and it broke off in the canal. The piece was retrieved, but an 1-hour surgical delay resulted.

Manufacturer narrative:
(B)(4). Examination of the returned product confirmed the reported event. A search of the complaint databases found only one other report, from 2011, against the provided product and lot combination. The hardness was checked and confirmed to be will within the print specification of 38 rc min. The investigation could not draw any conclusions about the reported event however heavy usage overtime or misuse can be attributed to the reported event. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.